Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the fetal spiral electrode difficult removal and caused a skin injury on the babies head.

Event description:
The customer reported that the fetal spiral electrode difficult removal and caused a skin injury on the baby's head. The fetal spiral electrode was removed from the patients by surgical intervention of the doctor. Additional information was requested but not received.

Manufacturer narrative:
Philips reached out for more information regarding the incident and to see if the product was available for return; however, no additional information was received. Without the material being returned, we are not able to perform an evaluation to determine the cause of the reported incident. H3 other text : see h10.